Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Had a tampon stuck inside me [foreign body in reproductive tract]. Tampon had no string [device physical property issue] . Consumer sent email stating a tampon had been stuck inside her. After removal, she noticed the tampon did not have a string. No serious injury was reported.